Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The end user did supply angiodynamics with a photograph of the defective device. The reported complaint description of "tip of catheter detached", is not confirmed. The complaint was reported as the catheter issue, however the provided photographic evidence shows the dilator tip was damaged. The root cause of the damage to the dilator tip is likely due to handling of the device during use. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement: "advance the 4fr trè-sheath introducer, over the wire, to the treatment location. If treating the great saphenous vein, position sheath tip so that it is 1-2cm below the sapheno-femoral junction. Verify sheath positioning using ultrasound guidance. Remove the dilator and guidewire. Flush the sheath with normal saline. Properly attach the sterile, single use disposable nevertouch laser fiber by removing the protective cap and completely screwing the fiber fitting to lasers' sma 905 connector until tight and secure. Insert the nevertouch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #: (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during the evlt procedure it was noted the tip of the catheter had detached. The treating physician performed a fistulogram on the patient in order to determined the location of the tip. It was not located inside of the patient. It was reported the patient suffered no harm or injury due to this event. It was reported the disposable device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user.